Event description:
T was reported that this right ventricular (rv) lead was suspected to be dislodged five days post implant and was subsequently confirmed during a follow-up evaluation one week later. As a result, this rv lead was repositioned and remains in service. No additional adverse patient effects were reported.